Event description:
It was reported an alarm was heard. Telemetry confirmed a critical alarm occurred due to zero ml reservoir volume reached. They reached empty reservoir on (B)(6) 2013. The pump was refilled (B)(6) 2013. Hcp was able to aspirate through the catheter access port slowly and aspirated 2ml of fluid. The hcp was "working her up right now for a catheter malfunction." An x-ray was performed and a bolus test was planned. The pump was delivering baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2002. Product type: catheter. (B)(4). F